Event description:
It was reported that pump screen was dark and would not turn on, and caller stated that button was extremely difficult to press and required multiple presses to activate pump screen. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to remove pump from case and repeatedly press button until display turned on. No information was provided regarding continued insulin therapy.